Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The isocool forceps was returned for evaluation: device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the technician noted that there were small brown and yellow spots observed on the exterior packing. Therefore, the complaint is confirmed. The technician noted that there were small yellow and brown spots on the exterior packaging. A 6m root cause analysis was performed, and the following areas were examined; ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿ and ¿mother nature¿. The likely root cause is ¿man¿. It appears that the product should have failed the inspection during the manufacturing process due to the visual blemishes but was shipped out anyway or it was damaged during the handling and shipping. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
UDI - (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during setting up for the case, the scrub tech noticed that the seal pack was damaged/opened when it was taken out of the box. It never made it to the sterile field. It was replaced with a different box. No surgical delay was reported.